Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pair new (transmitter)" was looping on the display device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.